Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device cannot boot up before the emergency operation. The fse performed the troubleshooting and found that the defective dcps (direct current power supplies). The fse replaced dcps. After replacement of dcps, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system could not start up so the emergency thrombectomy could not be carried out normally, and the patient was returned to the ward . No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device cannot boot up before the emergency operation. The fse performed the troubleshooting and found that the defective dcps (direct current power supplies). The fse replaced dcps. After replacement of dcps, the system returned to use in good working order. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, reporting address line 1 and the reporting address city have been updated.